Event description:
On october 7, 1998 it was reported to oec medical systems, inc, that a pt's finger was caught between the table and table foot extension as the foot section was being attached/replaced. The system involved is an oec model 2600 uroview table. The very tip of the pts finger was severed, and required medical intervention to be reattached. The hosp stated the injury was due to operator error, the system did not malfucntion. The uroview 2600 operator's manual does contain warning instructions to avoid possible pinch points, which include fingers between the table and extensions. Oec attributes this incident to operator error.